Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. This event was reported by the field service rep. The reported healthcare facility is: (B)(6) hospital (B)(6). Medical device problem code (B)(4) captures the reportable investigation result of fiber broken within the connector. The returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 335.5 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip was observed to be clipped from the body. A functional evaluation revealed that was no light from the sma connector present, indicating that there was a fracture within the connector. When tested on the console, the message read applicator has been used 10 times. No other problems with the device were noted. The fiber had reached its maximum number of usages. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A lighttrail reusable laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. No further information has been obtained despite good faith efforts.